Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the device replacement procedure there was no ventricular pacing when the new device was connected to chronic right ventricular (rv) lead. The device was removed and was not implanted. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.